Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of factor v leiden deficiency, perioperative pulmonary embolism, and planned gastric bypass surgery. The deployed filter was placed via the internal jugular vein under ultrasound guidance at about the l2 level, just below the renal veins. The patient tolerated the procedure well. Approximately seven years, seven months post deployment the patient presented for retrieval of the ivc filter. Cavogram demonstrated patent bilateral common iliac veins, ivc filter to be free of clots, filter tilted along the right lateral border of the ivc with struts extending beyond the ivc left wall. Multiple attempts made to engage the filter hook. C2 catheter and glidewire advanced, glyburide snared successfully. Multiple attempts to place sheath over the filter hook were unsuccessful. Procedure was terminated, patient tolerated the procedure. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years and seven months post deployment, cavogram demonstrated the filter tilted with struts extending beyond the ivc left wall. Multiple attempts made to engage the filter hook. C2 catheter and glidewire were advanced, and glyburide snared successfully. Multiple attempts were unsuccessful to place the sheath over the filter hook. Therefore, the investigation can be confirmed for perforation of the ivc, filter tilt, and retrieval difficulties. Per the medical records, the filter was deployed in the patient prior to planned gastric bypass surgery. Per the current IFU (instructions for use), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, the filter had tilted and embedded in the wall of the ivc. Furthermore, it was alleged that there was perforation of the ivc. The device has not been removed and was unable to be retrieved after one attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, the filter had tilted and embedded in the wall of the ivc. Furthermore, it was alleged that there was perforation of the ivc. The device has not been removed and was unable to be retrieved after one attempted but unsuccessful percutaneous removal procedure . The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was implanted at the l2 vertebral level. Approximately seven years post-deployment, an x-ray showed that the caudal position of the filter was tilted at the right lateral position and the filter was located at l3-l4 of the vertebral body. The patient had a history of abdominal pain. Eventually, after one month a computed tomography shows that the filter with several struts was perforated beyond the margin of the ivc and an ultrasound venous doppler shows the filter which is partially visualized. Subsequently, a computed tomography shows filter perforation through the ivc. Several multiple attempts were made to retrieve the ivc filter through the c2 catheter and glide wire advanced, glyburide snared, and sheath, but it was unsuccessful. Therefore, the investigation is confirmed for perforation of the ivc, retrieval difficulties, filter migration, and filter tilt.per medical records, multiple attempts were made to engage the apex of the filter using sheath but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.